Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to lcd board. Unable to confirm back light anomaly and unable to perform any tests due to blank display. The insulin pump was received with cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.

Event description:
It was reported via phone call that insulin pump had display anomaly. They had trouble seeing the display as there were black little squares on it. The customer's blood glucose at the time of incident was 5 mmol/l. The customer also reported a back light anomaly. The insulin pump will be returned for analysis.